Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide correction to the initial fields (e2, e3, and g2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the e422 error message occurred which led to the procedure had to be postponed because of one of the following reasons: 1. A malfunction of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The user activates the foot switch during device startup (temporary ¿user¿ error). 3. A defective foot switch due to a short circuit in the plug (temporary error). This case was addressed in CAPA-147p-017, implemented on (B)(6) 2015. 4. A defective foot switch due to defective reed contact (temporary error). 5. A defective cable connection between the hvps board (i.e. High power voltage supply) and generator board (temporary or permanent error) 6. A defective cable connection for the output signal between the generator board and relay board (temporary/permanent error). 7. A defective transformer tr1 on the generator board (permanent error). 8. A defective current transformer on the generator board (permanent error). 9. A defective impedance transformer on the generator board (permanent error). 10. A defective peak value rectifier on the generator board (permanent error). 11. A missing control for the output stage of the generator board (permanent error). 12. An output voltage too low due to poorly switching hf output stage on the generator board (permanent error). 13. No or too low supply voltage from high voltage power supply (hvps) board (permanent error). 14. A defective hvps board due to a short circuit of the mos transistors (permanent error). In such cases, popping noises or flashes can sometimes be observed or noticed by the user. 15. A defective motherboard due to a short circuit of the ntc1 resistor (permanent error). 16. A defective motherboard due to a defective analog digital converter, or adc (permanent error). 17. A defective tvs diodes on the relay board (permanent error). However, the subject device was not returned, and the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an error e433 (reset) at the beginning of the transurethral resection. The doctor reports the patient's health was not impacted but the procedure had to be postponed.